Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non-patient end of the pen ndl 32g 4mm pro 100 box ap was found broken before use. The following information was provided by the initial reporter: "catheter split."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/20/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and one photo was returned from an unknown lot. No., cat. No. 320566. Visual examination was carried out on the returned sample and photo and it was observed that the non patient end of the cannula was broken and was stuck on the inside of the hub. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the non-patient end of the pen ndl 32g 4mm pro 100 box ap was found broken before use. The following information was provided by the initial reporter: "catheter split".

Manufacturer narrative:
Investigation: one photo of a 32g x 4mm open pen needle was returned from an unknown lot. No., cat. No. 320566. Visual examination of the returned photo was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the non-patient end of the pen ndl 32g 4mm pro 100 box ap was found broken before use. The following information was provided by the initial reporter: "catheter split."